Manufacturer narrative:
Updated fields: b4, g3, g4, g6, g7, h2, h4, h6, h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the vacuum hose assembly, pneumatic component flow bulkhead and pneumatic component coupler bulk head along with the preventative maintenance kit; however, it was determined that additional parts were required to resolve the issue. The fse reported that the company decided to scrap the iabp unit.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is unavailable, at this time.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) did not pass the pressure performance test. There was no patient involvement, and no adverse event reported.